Event description:
It was reported that during an unk procedure, there were spitting clips. The clips were thrown from the device without the surgeon pressing the handle of the device. The clips were left in the abdomen of the patient in the open position. The surgeon recovered them one by one. Another device was used to complete the case. There were no consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.